Event description:
Caller reported a cgm error 42 associated with the g6 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided detailed instructions for a complete pump reset, and the caller was advised to perform the reset when ready and to follow up if the issue continued.